Event description:
It was reported that the patient had a shocking or jolting sensation. About 2 to 3 months ago the patient had shocking in their testicles, so they decreased stimulation. The patient's symptoms returned, so they increased the stimulation back up and was fine until they had falls. Refer to manufacturer's report #3004209178-2015-05840 for issues after the patient had falls.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).